Event description:
It was reported this peripherally inserted central catheter (PICC) was placed in 2000 for administration of antibiotics to treat osteomyelitis. 19 days later the pt experienced leaking at the insertion site and a home health care nurse identified the catheter had fractured. Fluoroscopic examination at the user facility confirmed the catheter had fractured and migrated to the heart. Percutaneous retrieval of the catheter was successful and without pt complication. Another PICC was not placed as treatment was completed at that time. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis is available. Attempts to obtain further details surrounding the circumstances of this event have been unsuccessful. Co believes initial placement, user technique during access and/or patient anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.